Event description:
A surgeon reported that a pt presented with a red, painful, left eye, at the one day postoperative visit. Add'l info provided by the office manager indicated the surgeon observed blue lint flowing in the air during surgery and removed a piece of lint from the wound during the initial procedure. The pt was treated with medication and the inflammation has resolved. The pt is reported as doing well. The nurse indicated a thorough cleaning of the surgery room has since been performed, and no sample of the fiber was retained for eval.

Manufacturer narrative:
A sample is not expected to return for eval. The root cause is unk at this time. (B)(4).